Event description:
It was reported that during setup the e360 ventilator had sound of gas leakage in o2 inlet. There was no patient involvement. The service provider disconnected o2 gas supply so there was no leakage sound.